Manufacturer narrative:
We have received and evaluated the complaint device. We were able to confirm the reported incident. We found that one of the blade did not insert into the retainer when the centering hoops were closed. We also found that it was the same blade that did not close into the retainer when the centering hoops were opened and closed multiple time. After we manually fixed the blade using a forceps, the blade inserted into the retainer and was able to close completely. No issue was noted when the centering hoop was opened and closed multiple times after fixing this defect. Our lot history records review did not reveal any discrepancies related to the complaint event either in the manufacturing or packaging processes. Please note that we do conduct 100% inspection of the blade assembly during the manufacturing process. However, it is possible that one of the blades was damaged (over tweaked) during the manufacturing process. The blade tweaking process includes manual adjustment of each blade by the operator. Operator errors, though rare, are possible due to the manual nature of the adjustments. We have initiated a corrective action to investigate this issue. The corrective action includes use of new fixtures, evaluation of current fixtures in place and addition of preventive maintenance for the fixtures.

Event description:
During pre-use check, the blades of the valvulotome did not close.